Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product(s): ddmb1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert was triggered. Upon review of the stored episodes there appeared to be intermittent t-wave oversensing on the right ventricular (rv) lead. It was also noted that there were low r-waves in bipolar sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a lead integrity alert triggered due to high sic (sensing integrity counter) counts and high rate non-sustained episodes. The lead¿s sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.